Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) due to high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. It was noted the impedance spikes intermittently occurred. Noise was exhibited on the ra lead after the lss. Boston scientific technical services (ts) recommended evaluating the lead in bipolar and unipolar configurations, and seeing if they can recreate the out of range measurements. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.